Event description:
It was reported that during a lap gastrectomy procedure, the hand activation stopped working approx 1.5 hours into case. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation buttons were tested and functionale properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.